Event description:
It was reported that the patient had a surgical procedure to revise an inflatable penile prosthesis(ipp) due to scarring, migration and malposition of the device. The physician feels that the scarring is a result of the previous surgery and the patient's pre-existing condition as the patient has peronies disease. The cylinders were crossed over in malposition, and the reservoir migrated to the outside of the pubic space on the right and had a superficial appearance.